Event description:
The customer reported that they had a "speaker malfunction". The mp5 speaker was completely out of sound. The device was in use on a patient. There was no report of patient or user harm.